Manufacturer narrative:
The referenced infection was reported under medwatch report # 2916596-2017-03312 the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year and 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient received a heart transplant on (B)(6) 2018. The patient was elevated on the transplant list due to infection. No additional information provided.

Manufacturer narrative:
No device-related issues were discovered and a specific cause for the reported infection could not be conclusively determined through the evaluation of the left ventricular assist system (lvas). The device was returned assembled with the pump cable severed approximately 9.5 inches from the pump housing. The modular cable and the severed portion of the pump cable were not returned. The sealed outflow graft was returned attached to the pump outflow with the outflow graft bend relief properly engaged to the graft attachment. The apical cuff was returned secured with the fully engaged cuff lock. Upon disassembly of the pump, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The lvad log file data retrieved from the device appeared to show the pump operating as intended with stable estimated pump flow values and no atypical events captured. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. Examination of the returned portion of the pump cable found it to be unremarkable. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.